Manufacturer narrative:
Pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify excessive no delivery alarm due to cracked and bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that insulin pump received excessive no delivery alarms. Customer's blood glucose was unknown. Customer also reported physical damage of insulin pump. Customer reported that insulin pump fell from the roof of the car onto the ground which caused display screen to crack and plastic pieces to break off. Customer was advised that insulin pump would need to be replaced.